Event description:
It was reported balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during fourth inflation at 14 atmospheres for 3 minutes, the balloon ruptured. It was noticed that there was a separation at the center part of the balloon. The device was removed without issue. The procedure was completed with different device. No patient complications were reported and the patient condition was good.